Manufacturer narrative:
The device has not yet been returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent a laparoscopic cholecystectomy procedure with a reprocessed multi clip applier ligaclip erca rotating medium/large clips and suffered a bile leak. A reprocessed clip applier was opened with 10 clips inside. The surgeon clipped the duct of the gallbladder and when he manipulated the gallbladder the clips fell off, leaking a large amount of bile into the abdomen. The gallbladder was removed quickly, and the gallbladder was extracted. The patient had a drain inserted due to the leakage and surgeon felt like patient needed to be admitted because of the leakage. The patient was admitted to hospital for overnight monitoring and has fully recovered.

Manufacturer narrative:
It was reported that an 85-year-old female patient underwent a laparoscopic cholecystectomy procedure with a reprocessed multi clip applier ligaclip erca rotating medium/large clips and suffered a bile leak. The surgeon clipped the duct of the gallbladder and when he manipulated the gallbladder the clips fell off, leaking a large amount of bile into the abdomen. No device was returned for a full investigation therefore no determination of possible contributing factors could be made. Should the device be received in the future, the investigation may be reopened at that time. A manufacturing record evaluation was performed, and no discrepancies noted, or no non-conformances identified. In addition, a user facility (4600150000-2019-8018) of this event was received. Therefore, b2 (required intervention) and e4 (reporter also sent to FDA) fields were updated. Manufacturer's ref. No: (B)(4).